Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he dropped his insulin pump on the floor and the bottom plate fell off. The motor fell out and the device is inoperable. Customer's blood glucose is 109 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, detached end cap. Unable to perform the displacement test due to detached end cap anomaly. The motor was tested outside of the device and passed the motor test.